Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of delivery issue is determined to be patient condition because of the presence of clot presented restricting the insertion of impella 5.5. The case was aborted. The root cause of the thrombus could not be determined without additional clinical details. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Added-b1-selected product problem corrections to the initial MFR report: added-d6a/d6b f6/f8 should have been left blank.

Event description:
The user facility reported a (B)(6) female with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support as escalation from an impella cp device. The 5.5 delivery failed despite all troubleshooting measures. The pump was removed and a graft thrombosis was observed. The decision was made to consult with vascular surgery for clot removal. It is unknown at this time if surgery was required. The team instead continued with the impella cp support with no issues.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.